Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-55-40, lot number c2458714d (finished goods) and lots c2458536d, c2458588a (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported associated with a patient residing in germany and a participant of the protect registry study. Adverse event # 1 reported a pulmonary event described as ¿pleural effusion¿ with an onset date of 11apr2020 (2-days post-op) and an end date of (B)(6) 2020. The event was deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse due to medical or surgical intervention to prevent permanent impairment of a body structure or function. The patient was already in the hospital, medical treatment was provided, and the event outcome was documented as resolved. The patient was discharged from the hospital on (B)(6) 2020. The patient did not exit the study because of this event. Additional details from the patient medical records indicates a medical history of hypertension. The record states that the patient reported nonspecific back and chest pain for several days. Upon admission, a whole body CT was performed, revealing a subacute type a dissection and emergency surgery was performed. A left-sided pleural effusion was relieved on the second postoperative day by puncture and drainage. The patient underwent respiratory therapy and physiotherapy in a timely manner. The medical records states ¿due to postoperative suspicion of a bronchopulmonary infection, we administered a calculated antibiotic therapy with ampicillin/sulbactam. Under this therapy, the infection parameters decreased over time. The CT image was provided by the protect study team. The image was reviewed by an representative on (B)(6) 2025. The reviewer documented the following significant finding on the diagnostic imaging form: ¿complaint description can be confirmed. The pleural effusion is visible in the CT scans (B)(6) 2020).¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿pulmonary complication (e.g. Edema, embolism, pneumonia, respiratory failure)¿ and ¿infection (e.g. Local, systemic, prosthesis) or fever¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 29sept2025, protect study patient experienced s(ae)#1: "pleural effusion." Event onset is 11april2020 and event end date was 26may2020. The event is recorded as unlikely related to the amds device and probably related to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2020. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.